Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke post-op. Per device report, the plate was explanted on (B)(6) 2015 this report is 2 of 2 for (B)(6).

Manufacturer narrative:
This report is for 6 unknown screws/unknown lots. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when the devise actually broke. This report is for unknown screw/unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.